Event description:
Additional information later reported the patient had increased spasms. Per the hcp the patient uses transfer belt and must have pulled retention sutures loose. The pump flipped and the hcp flipped it back. The catheter was twisted and knotted beyond salvage. A new catheter was spliced into the old catheter. A dacron sleeve was used for retention. The dacron sleeve was hard to get on and the hcp started using prolene mesh sewn to back of pump. The patient was indicated as ¿better.¿

Manufacturer narrative:
Concomitant product type: catheter. Product ID: 8590-1, serial# unknown, product type: accessory.

Event description:
Additional information later reported the patient was a 6-7 paraplegic with spasticity. The patient uses a transfer belt for moving from bed to wheel chair etc. The hcp stated they underestimated the impact the transfer belt would have on the pump placement. When they did the revision the pump and catheter were very twisted. It required cutting out the twisted catheter and splicing in new catheter. The hcp tried to use the dacron pouch but feels it is too small and will only come to the middle of the pump. The hcp used dacron mesh like that used for hernia repairs cuts a piece and attaches it to back of the pump and this holds it in place.

Event description:
Additional information was received and it was reported that the pump was flipping due to the use of a gait belt for ambulation and transfers. The pump was successfully revised in october. The pump was delivering baclofen.

Event description:
A pump revision was reported. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).